Event description:
Reporter noted phaco power cut out in the middle of case. Changed handpiece with no improvement. Converted to ecce to complete case; hyphema noted next day. Treated as usual, plus glaucoma drops due to hyphema. Prognosis reported as good, if blood clears without complications.